Manufacturer narrative:
Updated field: d9 (return to mfg date), g3, g6, h2, h6 (problem code), h11. Corrected fields: b5, b6, b7, d5, d10, e1, e2, e3, g2, g7. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump while performing preventative maintenance is was found that the units ECG port was damaged and unable to receive any ECG cable. No patient involvement and no harm was reported.

Event description:
It was reported that cardiosave intra-aortic balloon pump had ECG port bent. No patient involvement and no harm was reported.

Manufacturer narrative:
Event site name: (B)(6) hospital initial reporter: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.